Event description:
Rn outside of pt room heard noise. Respiratory therapist in room. Pt was sitting up receiving respiratory treatment (pt is quadriplegic) with abi vibrating chest/vest device. When suddently the head of bed fell all the way to the flat position. It appeared the "motor" on a long rod broke off of bed frame.